Event description:
Customer complained no lethal alarms at the panorama central station or the v series monitor when a run of vtach was witnessed.

Manufacturer narrative:
Service reps evaluated the panorama central station and v series monitor and both responded with lethal alarms in testing. Returned to service after testing to factory specifications.